Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system with a pre-filled pumpcart when insulin was observed leaking from the cartridge area, with no alerts or alarms reported and a highest blood glucose of 451 mg/dl after several hours without an infusion set. Symptoms included hyperglycemia. Outcomes included the need for backup therapy and additional user training, and a goodwill order for replacement infusion sets was provided. Investigation included user interview and technical support troubleshooting. Investigation of this case revealed evidence of insulin leakage at the cartridge interface and user difficulty with infusion set insertion. It was concluded that the event was related to infusion set and cartridge use issues resulting in interrupted insulin delivery and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.